Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it takes hours to charge the implanted neurostimulator battery patient stated today they plugged in at 9am and it is still not fully charged patient stated they are getting a message today to replace the controller battery soon patient stated that it has been a year since they noticed it was taking a long time to charge pt stated it can take up to 10 hours to charge her ins to complete. Patient verified that they are connected and charging with excellent charge quality and the ins charge is up to 90% agent is sending a request to the repair team for the controller. Additional information was received from the patient. It was reported that they are not aware of the cause of the issue of ins taking long time to charge. Recharger was replaced as a step taken to resolve the issue. The issue has not been resolved. Pt called back stating that the equipment still wasn't working to recharge the ins. Pt said that they had been keeping a log for the last two months. Pt said that the issues started as soon as they got the device. Pt said that they would be charging the ins for 3-6 hours and the ins still wouldn't get a full charge. Pt said that the ins would maybe get to 30%. Pt said that the equipment kept turning off while recharging the ins, so they kept having to turn the equipment back on. Pt said that after 3 hours of charging the ins, the controller would go dark so they would have to reset the controller. Agent had the pt reset the controller and then unlock the controller. Pt said that battery empty cannot provide stimulation recharge your implanted device appeared. Agent had the pt open the batteries screen; the controller was at 100% and the ins was in the red. Agent had the pt initiate an ins recharging session. Poor recharge quality appeared, however then pt saw recharging excellent with the controller light flashing green. Agent saw that the controller was replaced recently as documented in this case. Agent reviewed recharger replacement with the pt. Pt noted that they had been putting off calling ps since they didn't want to wait on hold for 45 minutes, so they were really happy when they didn't have to hold today. Patient called back in stating the previous issues. Patient stated that it takes 8 hours to recharge the implantable neurostimulator (ins), and it won't pass 60%. Patient stated that when they sleep the ins was at 60%, and it wakes them up in the morning due to pain and the ins was at 0%. Patient stated that in order to get recharging excellent, they need to stand up and not move because the connection will be lost if the patient moves their body. Agent had the patient reset the controller and start a recharging session. Patient confirmed no visible damage to the controller, controller port pins, recharger cord pins, or recharger. Patient confirmed the controller was at 100% and ins was 0% and recharging at excellent. Patient also mentioned that after they receive the replacement recharger, they will recharge the ins for 3 hours with excellent recharge quality, but the battery level will not increase. Patient also stated that they have recent falls or trauma within a couple of months. Agent redirected the patient to hcp for further assistance. Mdt rep called in with the patient present to state they are still having issues with recharging their battery (ins). Rep states the patient reported it is taking them 6 hours to charge on excellent. Rep states they started a charge session in the clinic and it went from red to orange and up to 30%. He states the li battery has decreased 20% in that time. The recharge diary showed the following: 37 min to charge to 30%, 1.4 hours to get from 10-20% on excellent, 1.4 hours to go from 30-40% on good. 2.4 days as a recharge interval, running on a program of 7.7 ma, rate of 80 and pulse width of 150. Rep states they did take out the li battery and place it back in again without resolving the issue. Rep also reports the ins is flat and superficial. Tss reviewed previously replaced components and sent request to repair to replace the battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it takes hours to charge the implanted neurostimulator battery patient stated today they plugged in at 9am and it is still not fully charged patient stated they are getting a message today to replace the controller battery soon patient stated that it has been a year since they noticed it was taking a long time to charge pt stated it can take up to 10 hours to charge her ins to complete. Patient verified that they are connected and charging with excellent charge quality and the ins charge is up to 90% agent is sending a request to the repair team for the controller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they are not aware of the cause of the issue of ins taking long time to charge. Recharger was replaced as a step taken to resolve the issue. The issue has not been resolved.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating that the equipment still wasn't working to recharge the ins. Pt said that they had been keeping a log for the last two months. Pt said that the issues started as soon as they got the device. Pt said that they would be charging the ins for 3-6 hours and the ins still wouldn't get a full charge. Pt said that the ins would maybe get to 30%. Pt said that the equipment kept turning off while recharging the ins, so they kept having to turn the equipment back on. Pt said that after 3 hours of charging the ins, the controller would go dark so they would have to reset the controller. Agent had the pt reset the controller and then unlock the controller. Pt said that battery empty cannot provide stimulation recharge your implanted device appeared. Agent had the pt open the batteries screen; the controller was at 100% and the ins was in the red. Agent had the pt initiate an ins recharging session. Poor recharge quality appeared, however then pt saw recharging excellent with the controller light flashing green. Agent saw that the controller was replaced recently as documented in this case. Agent reviewed recharger replacement with the pt. Pt noted that they had been putting off calling ps since they didn't want to wait on hold for 45 minutes, so they were really happy when they didn't have to hold today.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information patient stated that they received the replacement battery, but it was larger than the old one. Patient also mentioned that the battery door did not fit. Patient tried using the battery door from the dummy controller, but it did not fit either. Patient mentioned they got so cranky. A request was sent to the repair department to replace the battery door.